Manufacturer narrative:
Patient weight was unavailable from the site. No lot number is available for the glidelight device. Therefore, no expiration date can be determined. No lot number is available for the glidelight device. Therefore, no manufacture date can be determined. The device was discarded by the site. There is no allegation of a malfunction of the glidelight device. Therefore, no evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to remove 3 infected cardiac implantable cardioverter defibrillator (ICD) leads. During the extraction of the right ventricular (rv) lead, while the spectranetics glidelight laser sheath 500-303 device was in use, the patient's blood pressure dropped significantly and the patient went into ventricular tachycardia. Chest compressions were initiated (rep states they were performed periodically). A pericardiocentesis was done, and subsequently a thoracotomy. No blood or bleeding was found. No injury could be identified. The patient stabilized and the leads were removed with no further event.